Manufacturer narrative:
A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, sher-I-bronch, ls, 35 fr, lot# 01l1000127 was manufactured on 11/11/2010. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend related complaints

Event description:
The event is reported wa: the customer alleges that the balloon of the tube had an air leak and could not inflate the balloon during the functional test. No report of a patient injury or delay in treatment.